Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination identified a longitudinal tear on the balloon material beginning approximately at the balloon to tip bond and extending approximately 24mm proximally across the balloon material. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0-4/4t/90 symmetry¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 15 atmospheres, leakage of contrast media was noted from the balloon and the balloon ruptured. The device was removed from the patient and the procedure was completed with another 6.0-4/4t/90 symmetry¿ balloon catheter. No patient complications nor injuries were reported.